Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported a critical pump error (open book image), and crack on the insulin pump. The customer reported blood glucose value of mg/dl. The customer was treated with glucose/carb intake. The event involved product(s) mmt-1884l, unomedical, mmt-332a, mmt-7040a. Troubleshooting was performed. Explain the pump performs safety checks and an error was found. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-7040a.